Event description:
Sp explant due to infection around implant site. Patient history: (B)(6) 2011 - patient implant. (B)(6) 2012 - fitting/activation appointment. (B)(6) 2012 - fitting appt. (B)(6) 2012 - revision surgery - improved driver connection to capitulum. (B)(6) 2012 - fitting appt. (B)(6) 2012 - fitting appt. (B)(6) 2012 - programming adjustment. (B)(6) 2013 - fitting appt. 12/04/2014 - fitting appt. (B)(6) 2015 - fitting appt. (B)(6) 2016 - fitting appt. (B)(6) 2016 - fitting appt. (B)(6) 2016 - battery change. (B)(6) 2016 - fitting appt. (B)(6) 2016 - case review conducted. (B)(6) 2016 - revision surgery. (B)(6) 2017 - patient contacted envoy indicating infection around implant. Onset of infection most likely as a result of (B)(6) 2016 revision surgery. Revision surgery was conducted on (B)(6) 2016 to replace a driver that was damaged during the battery replacement surgery conducted on (B)(6) 2016.